Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer went to the emergency room on 5/26/2023 and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.